Event description:
A customer contacted beckman coulter inc (bci) regarding false low results for sodium (na), potassium (k), and chloride (cl) generated by the au400e-ise clinical chemistry analyzer for one patient. The patient results were reported out of the lab. Sample auto-repeated for na and k and results were normal. All tests were repeated off the serum separator tube, and results obtained were higher for the ise tests; na, k, and cl. Results from this tube were immediately reported to the physician. Patient treatment was not affected.

Manufacturer narrative:
Qc was in range before and after the event. Customer believes the low results are caused by fibrin in the original sample, but the instrument does not indicate a probe obstruction error (clot) when it gives erroneously low results. A field service engineer (fse) was dispatched: the fse verified ise and clot detection setting to be correct in system maintenance. The fse verified ise compartment grounding at multiple locations, performed several primes; all liquid flow looked normal. The fse found the soft tubing that connects the reference tube to the reference solenoid valve to have a hole. The soft tubing was replaced and ise system was primed. Although hardware issue was addressed, a clear root cause for this event has not been determined.